Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of the p-wave on the presenting egm and was found to be slightly dislodged after viewing the placement on x-ray. The lead coil was confirmed to be in the valve. It was noted that the patient had low amplitude r-waves. Technical services (ts) noted the right ventricular automatic threshold (rvat) test also failed. The pace impedance measurements were also found to be low but within normal range. Ts recommended programming changes. This lead remains in service. No adverse patient effects were reported.